Event description:
When checking back up controller, screen came up with yellow wrench alarm stating back up controller fault. Replaced back up controller battery and alarm resolved. Back up battery sent to manufacturer with (B)(4).